Manufacturer narrative:
Because examination may not conclusively confirm or disprove the report of erosion, quality accepts the physician's observations of such as the reason for surgical intervention. If additional information is received, quality will re-evaluate this complaint in accordance to procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to erosion are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time.

Event description:
According to the available information, erosion.